Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The physician had completed ablation on 3 of 4 veins successfully. Attempts were made to reach the right inferior pulmonary vein but difficulty manipulating the guidewire was experienced. The guidewire was removed, inspected for a possible bend, but no damage was observed. It was then noticed in the intracardiac electrogram (ice) imaging that there was a large pericardial effusion observed on the left atrium. A pericardiocentesis was performed and the procedure was completed successfully. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded.